Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill/ low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the tubes are presenting vacuum issue, they fill partially. The entire bd vacutainer system is used for sample draw. It has caused delay in patient attendance: delivery of results and instability in the centrifuge.

Manufacturer narrative:
Additional information provided via investigation closure. Please see the complete investigation below. H.6. Investigation summary: "bd had not received samples, but six (6) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill/ low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the tubes are presenting vacuum issue, they fill partially. The entire bd vacutainer system is used for sample draw. It has caused delay in patient attendance: delivery of results and instability in the centrifuge. Additional information received 06/08/2022 how many units of the product presented the reported deviation? (Affected number of tubes); a: 8000.